Manufacturer narrative:
The cholesterol gen. 2 reagent lot number is 828635. The expiration date was not provided. A field service engineer (fse) determined that the tubing was leaking and replaced it with new tubing and decontaminated the rinse station, adjusted the rinse volume water level on the incubation bath. The fse completed a system wash, qc and precision check that were all passing. The investigation determined the event was due to leakage from the cracked tubing. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable cholesterol gen.2 result from the cobas c 503 analytical unit. The initial result was 442 mg/dl, and the repeat result was 239 mg/dl. Additionally, the same sample was repeated on another cobac c 503 and the result was 239 mg/dl.